Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver perpetually rebooting. Functional tests were not performed due to the receiver perpetually rebooting. The receiver log was not downloaded and reviewed due to the receiver perpetually rebooting. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d10: device available for evaluation - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional.